Manufacturer narrative:
The implantable cardioverter defibrillator was received for the reported event of backup vvi mode. The device was at normal elective replacement indicator (eri) and there was no indication the device ever entered backup vvi mode. No anomalies were noted. The reported event was unconfirmed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that a patient presented via remote transmission. Upon review, the implantable cardioverter defibrillator exhibited backup vvi mode and was at normal elective replacement indicator. The physician explanted and replaced the device. The patient was in stable condition.